Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the rigid video laparoscope exhibited bad or lost light transmission or light transmission not compliant or partial complete loss of light transmission due to fiber breakage in the lighting guide. Bad image in dark areas or image impairment due to darker areas. There were no reports of patient involvement.